Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). A manufacturing record evaluation was performed for the finished device 30213020m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus occurred. It was reported that during ablation, a thrombus was attached to the catheter tip and the catheter had to be changed. The procedure was completed without patient's consequence. The thrombus was assessed as a reportable issue.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/20/2019 and it was noted that it was returned in the condition reported as there was evidence of thrombus formation as the distal end of the tip dome had some reddish brown material on it. This issue remains a reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on the event on october 3, 2019. Power control mode was used. Smartablate generator was used. The patient did not exhibit any neurological symptoms since the procedure was completed. Populated d10. Device available for evaluation? D10. Is device returned to manufacturer? D10. Date device returned to manufacturer and d11. Concomitant medical products and therapy dates. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Per an internal review on (B)(6)2019 , it was noted that the concomitants products were not added to the 3500a initial report. Therefore, created 3500a follow-up #1. See "d11. Concomitant medical products and therapy dates" section. Manufacturer¿s reference number: pc-000540601.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during ablation, a thrombus was attached to the catheter tip and the catheter had to be changed. Power control mode was used. Smartablate generator was used. The patient did not exhibit any neurological symptoms since the procedure was completed.the procedure was completed without patient's consequence. First visual inspection was performed and the distal end of the tip dome had some reddish brown material on it. Second visual analysis was performed and it was in normal condition, no thrombus was observed. Maybe it was lost during the decontamination process. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation was performed and it was found within specifications, the catheter was irrigating correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the thrombus cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).